Event description:
In 2006 a patient was taken back to surgery for removal of hardware and revision due to broken hardware. The original surgery date was 2005. At the patient's follow up visit it was noted on a post operative x-ray that the rod had disassociated from the construct. At the time of the revision surgery, the surgeon felt that the closure top was not seated properly to hold the rod.